Event description:
A surgical technician reported dull blades were noted during a procedure. There was no harm to the pt reported. This is the second of two reports being filed for this facility.

Manufacturer narrative:
The investigation is in progress. Samples have not yet been rec'd for eval. Since no lot number was provided, a device history record review could not be performed. (B)(4).